Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the experienced low blood glucose. Customer blood glucose was 2.9mmol/l. The customer stated that the he was using insulin pump system within 48 hours. Customer was treated with food. The customer declined to troubleshoot for the low blood glucose incident. Customer did not reported any symptoms as a result of low blood glucose. Customer was not using the auto mode feature at the time of event. The pump will not be returned for analysis.